Manufacturer narrative:
(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the mid esophagus of a patient with a malignant tumor, during a stent placement procedure on (B)(6), 2011. According to the complainant, during the procedure the physician had trouble seeing the distal and proximal pre-deployment markers under fluoroscopy. It was reported that he spent several minutes trying to see the markers but could locate them. An attempt was made to deploy the stent; however the placement was too distal. The physician elected to leave the stent as is. The procedure was completed by deploying an ultraflex stent within the first stent, which in turn, adequately covered the stricture. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.